Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving an omnifit stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Right side loose femoral hip stem. Surgeon found the femoral stem was loose while doing hip revision. Surgeon replaced loose stem with a new stryker hip stem.

Event description:
Right side loose femoral hip stem. Surgeon found the femoral stem was loose while doing hip revision. Surgeon replaced loose stem with a new stryker hip stem.